Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system generated level sense errors when loading new cartridges. Customer reported that the dxc 600 generated low and suppressed patient results for glucose (glu), blood urea nitrogen (bun) and creatinine (cre) results. Customer reported that erroneous results were not reported outside the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the level t-valve and a/b reagent valve and the level sense error issue was resolved.

Manufacturer narrative:
This report is one of two reports related to two reportable events that occurred on two different days. This report is related to MDR#2050012-2011-08603.